Event description:
Rec'd report of blood transfusion reaction with blood clots noted below blood tubing filter after transfusion. A pt rec'd two units of blood via the intravenous set. The first unit transfused without incident. The second unit's transfusion phase was without incident, however, the pt developed chills, elevated temperature, & "chillness" after the transfusion was complete. The pt was given benedryl for the reaction symptoms. After the reaction occurred, the nurses inspected the tubing and found small clots below the filter but not above the filter. Blood bank testing showed no hemolysis pre or post transfusion, and direct antiglobulin testing was negative both pre and post transfusion. Customer states she feels that someone must have injected something into the intravenous line to cause the clotting.